Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump began ¿beeping¿ a lot and the keypad buttons ¿stopped working.¿ no further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6) . The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box and alarm history revealed no activity outside of normal use. On testing,the pump powered on normally and displayed the verify screen per normal operation. The pump was successfully primed and then exercised for 24 hours with no alarms occurring during the investigation. The pump¿s case was removed for investigation and did not reveal any damage, defect or contamination of the pump's interior components. Investigation did not confirm or duplicate the complaint of a call service alarm issue and the pump was found to be operating as intended without malfunction.